Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04725, 3006705815-2021-04726, 1627487-2021-17209. It was reported that patient experienced pain at the incision site. Patient also had redness and fluid drainage at the incision site, so the physician treated the patient with antibiotics. Additionally, surgical intervention was undertaken where in the scs system was explanted to address the issue.